Event description:
It was reported to boston scientific corporation that a leveen needle electrode was used during a liver rfa (radiofrequency ablation) procedure performed on (B)(6), 2010. According to the complainant, the electrode was advanced to the liver lesion and the ablation was performed. The electrode was then withdrawn to change access sites and the physician found that the insulation had detached at the tip for approximately 8 centimeters. Using a laparoscope, the physician found the coating inside the patient and used forceps to retrieve the insulation fragments. The procedure was completed with another leveen needle electrode. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
A visual examination of the returned device found that the insulation was peeled and torn off for a length of 9.8 centimeters beginning at the cannula distal end. The condition of the returned incident device was consistent with the complaint that the electrode insulation was damaged. The information received noted that the device was used with a needle guide. The directions for use (dfu) warn the user of complications if a metal needle guide is used. Therefore, the most probable root cause is anticipated procedural complication. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed and no anomaly was found. (B)(4).

Event description:
It was reported to boston scientific corporation that a leveen needle electrode was used during a liver rfa (radiofrequency ablation) procedure performed on (B)(6) 2010. According to the complainant, the electrode was advanced to the liver lesion and the ablation was performed. The electrode was then withdrawn to change access sites and the physician found that the insulation had detached at the tip for approximately 8 centimeters. Using a laparoscope, the physician found the coating inside the patient and used forceps to retrieve the insulation fragments. The procedure was completed with another leveen needle electrode. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4) - no code available (intervention required to remove insulation fragments)the device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4)